Manufacturer narrative:
H3: an field service technician was dispatched to the customer site to evaluate the device; however, the reported issue could not be replicated. The logs were returned to technical service for further analysis. An electrical safety test (est) and performance check were conducted, both of which passed. The ventilator is operational and meets OEM specifications. As a precaution, replacement of the main board is recommended. The necessary parts have been ordered for the main board replacement. G1: contact information has been updated.

Event description:
Additional information received indicates that the customer provided logfiles for further investigation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while removing the device from the patient, the rt put the device in standby mode. After the device was in standby mode, the screen went blue and displayed an error message. Complainant indicated that there was no adverse effect to the patient due to the reported issue.